Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a metal on metal hip and presented for cup and head ball revision. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Elevated ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Monitor ¿ hip implant ¿ mom bearing couple. No device associated with this report was received for examination. The alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. Patient code: no code available (3191) is used to capture emotional distress and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation alleges loose acetabular component, metallosis, chromium and cobalt toxicity, necrosis and large medical void resulting to pain, injuries and emotional distress.. Doi: (B)(6) 2004, dor: (B)(6) 2018 , left hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Doi: (B)(6) 2014: patient received a left hip mom pinnacle/summit tka to treat osteoarthritis. The acetabular cup was fixed with one cancellous screw. The procedure was completed without complications. Dor- stage 1: 30 july 2018: patient received a left hip revision to treat elevated cobalt and chromium serum levels and severe metallosis. Upon entering the joint, necrotic and scar tissue was debrided from the posterior joint capsule. Significant metallosis was identified secondary to metal debris caused by the metal head and liner. The acetabular cup was collapsed into the pelvis due to extensive erosion and fracturing of the acetabulum. After explantation of the acetabular cup and acetabular screw, the surgeon notes the severity of the erosion of the acetabular bone would require significant reconstruction. It was decided to abandon the surgery and refer the patient to a reconstruction specialist. The surgeon implanted a temporary modular femoral head without a cup and closed. The stem was well-fixed and retained. The procedure was completed without complications and the patient was transferred to a reconstruction specialist for acetabular reconstruction and definitive implantation. Doe-stage 2: (B)(6) 2018: the patient returned to the or for stage two of her acetabular reconstruction. Upon entering the joint, the surgeon continues the debridement of the metallosis and scar tissue from the initial revision. The surgeon notes there is no anterior column and extensive posterior column loss of the acetabulum. The extensive bone erosion has caused the acetabulum to fracture generating fragments and causing discontinuity/disassociation of the hip structure so severe that plate fixation is impossible. The acetabular reconstruction is accomplished utilizing a competitor acetabular cage, bone screws, cement, and bone graft as well as a depuy synthes ceramic femoral head. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2018 (stage 1 explantation of products) doe: (B)(6) 2018 (stage 2 acetabular hip reconstruction and definitive construct implantation) left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records the patient was revised to address metallosis and elevated metal ions. Operative note reported brown necrotic tissue. There was confirmed metallosis and metal wear debris throughout the acetabular area and there was no medial wall of the acetabulum.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. This medwatch was originally submitted on 09/15/2022 and was stuck in transmission due to an issue with the FDA gateway. On 10/26/2022, the FDA notified depuy synthes that the report needed to be resubmitted. FDA ticket #: (B)(4).